Manufacturer narrative:
(B)(4). Evaluation (B)(4) other; personal injury. Correction, it was stated in the initial MDR that the sales representative cut her finger which is incorrect. The sales representative stated that the lab technician cut her finger. On (B)(6) 2009, (B)(6) reported that a customer received a cut to a finger while using a cutter to break up a diluent/sheath solution box that had already been used. The customer received medical treatment immediately, requiring several stitches. The customer was still able to utilize the hand; however, progress was to be monitored. Additional information provided on (B)(6) 2009 states that the customer had the stitches removed without clinical sequelae the cell-dyn sapphire system operators manual, list number 08h10-01, provides information on potential hazards to personnel and potential damage to laboratory equipment. Abbott metrics reports were performed and determined there were no similar issues based on the investigation, no product issue was identified for the cell-dyn sapphire in regards to the reported event. This is the final report.

Event description:
The account stated that the sales representative (rep) received a cut on the finger and received 3 stitches. The sales rep stated that the diluent sheath solution box glue was very strong so it was hard to break up. As he attempted to cut the box with a box cutter, he cut his finger. No further information was provided.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.